Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as coagulase-negative staphylococci s. Lugdunensis. The user noted that no incorrect results were reported to the provider because alternative methods were used to obtain the correct identification. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification results when using phoenix panel pid (catalog number: 448008), batch number: 4212712. The customer did not return isolates, panels or phoenix generated lab reports but provided photos of staphylococcus scheflieri and staphylococcus lugdenensis results for the investigation. To investigate, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using in house and qc isolates staphylococcus aureus pos 4757, staphylococcus aureus a43300, staphylococcus aureus a25923 and staphylococcus aureus a29213 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolates. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as coagulase-negative staphylococci s. Lugdunensis. The user noted that no incorrect results were reported to the provider because alternative methods were used to obtain the correct identification. No health impact or consequence reported. Report 1 of 2.